Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. Corrected: h6 health effect code. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, a likely cause of the malfunction identified was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the duodenovideoscope made a ping sound and then was unable to move. The issue occurred during an unknown procedure. The procedure was delayed under sedation, less than 30 minutes, and the procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
Field updates: h4. This supplemental report is being submitted based on additional information provided.

Event description:
No new information provided by the customer.